Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was glitchy and frozen up. A technical support specialist verified the device remotely and found that the biometric identifier (bio-ID) was not working then assigned a field service engineer (fse) to resolve it. A fse verified the device and replaced the bio-ID. However, the station continued to experience issues, including a frozen touchscreen and a drawer failure. The drawer failure was resolved after storage space recovery was performed. The field service technician also replaced the all-in-one (aio) unit as part of the repair process. The technical support specialist confirmed that the issue was resolved by the field service engineer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was glitchy and freeze up. The customer stated that this malfunction was caused in dispensing medication to patients. However, there were no delays, or no adverse events or injuries reported based on this event.